Event description:
A customer reported they were unable to use their freestyle flash meter as the display screen had frozen. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Did not observe strip code. However, uom was selectable and was received at mg/dl. Errors 015, 0300 and 0800 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.